Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endeavor resolute drug eluting stent was attempted to be used to treat a severely tortuous, moderately calcified lesion with 93% stenosis in the lad. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It is reported that the device failed to cross the lesion. An image of the device provided shows that stent deformation occurred. The procedure was completed using another brand of device. No patient injury is reported.

Manufacturer narrative:
The lesion was in the mid lad. The lesion was a non-bifurcation lesion. The stent become deformed in vivo after it failed to cross the lesion. Image review: image shows a device and shelf carton. Deformation is evident to the stent. The lot number printed on the luer of the device corresponds with the lot number on the label of the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.